Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was observed an area of shell abrasion in the posterior aspect. Within the area of shell abrasion, a tear was found measuring approximately 10 cm extended to the anterior view. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel, 400cc silicone breast implant which bilaterally ruptured after the implantation. The issue was noticed during surgery . As a result patient underwent bilateral removal and replacement as follow:left replaced with cat#:3505504bc, sn#:(B)(4), and right replaced with cat#:3505504bc, sn#:(B)(4) on (B)(6) 2019. This report is for the right side.